Event description:
On (B)(6) 2018, the patient contacted lifescan USA, alleging that her onetouch verio flex meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient reported that the meter issue began at 5.15 pm, on (B)(6) 2018, alleging that she obtained inaccurate blood glucose readings of ¿264, 139, 204, 186 and 137 mg/dl¿ on the subject meter, within 20 minutes of each other. Based on statistical methodology these readings exceed lifescan¿s criteria for precision. The patient reported that she manages her diabetes, using insulin (no adjustments), and that she continued, with her normal diabetes management regimen. The patient stated that as soon as she obtained the alleged inaccurate results, she developed symptoms of ¿nervous¿, she denied receiving or requiring any treatment for the alleged symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date, the test strip vial was not cracked or broken, and the control test had not been manually selected. Csr noted the when a control solution test was carried out, the result was not in range. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did she receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ accuracy criteria and the alleged inaccuracy was not resolved during troubleshooting.